Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device in the united states under 510k number k050441. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-00325 and 00326). Not returned by attorney

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2006 utilizing a biomet femoral stem and a left total hip arthroplasty on (B)(6) 2010 also utilizing a biomet femoral stem. Subsequently, patient's legal counsel reported a right hip revision procedure occurring on (B)(6) 2015 due to an unknown reason. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel alleged the patient underwent a right hip revision procedure on (B)(6) 2015 due to allegations of elevated metal ions and corrosion.

Manufacturer narrative:
The user facility is outside of the united states.the product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4). This report is 1 of 2 mdrs filed for the same event (reference 3002806535-2015-00325 & 00326).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6), 2006 utilizing a biomet femoral stem and a left total hip arthroplasty on (B)(6), 2010 also utilizing a biomet femoral stem. Patient's legal counsel reported a subsequent right hip revision procedure occurring on (B)(6) 2015 due to an unknown reason. Legal counsel for patient further reported that a left hip revision procedure has been indicated for an unknown reason; however, no revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.